Event description:
The customer reported that the system had a filament regulator error during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.